Manufacturer narrative:
(B)(4). D10: cat# 650-1066 lot# 3136967 cer opt type 1 tpr sleve 0mm. Cat# 00223200418 lot# 65202409 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 00223200418 lot# 65473174 cable cerclage cable with crimp 1.8 mm dia. 635 mm length. Cat# 11-300814 lot# 530260 arcos 14x150mm spl tpr dist. Cat# 010000999 lot# 7032005 g7 screw 6.5mm x 30mm. Cat# 010001000 lot# 7333344 g7 screw 6.5mm x 35mm. Cat# 010000999 lot# 7016378 g7 screw 6.5mm x 30mm. Cat# 110003636 lot# 3328776 biolox delta cer lnr 40mm g. Cat#110010267 lot# 7397608 g7 osseoti multihole 58mm g. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised approximately 4 months later due to a greater trochanter fracture/non-union post revision thr requiring open reduction and internal fixation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h6. Component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Unable to confirm complaint. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.